Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a shoulder arthroscopy and suture was used to close the incision. The patient developed a wound dehiscence. Additional information has been requested.